Event description:
It was reported that patient underwent an unknown procedure on an unknown date in 2024, and suture was used. Customer reported having issues with suture where the suture is pulling away from the needle. All with the same lot. New sutures were opened. Procedure was completed with a delay of two minutes. There was no patient consequence. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - when was the suture is pulling away from the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - what tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint (B)(4) additional information has been requested and received. When was the suture is pulling away from the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify pulled away during suturing what tissue was being sutured when the event occurred? Muscle was additional dissection required in other organs/tissues other than the target tissue? No additional dissection was there any change in the patient¿s post operative care due to the prolonged procedure? No change in post op care device return status. Please document the shipment tracking number: rep picked up a review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.